Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the issue was with the refrigerator itself, not the lock and the lock was removed. However, the refrigerator was not maintaining the correct temperature. Maintenance subsequently repaired the refrigerator. A field service engineer (fse) aligned the hasp to the housing to resolve the issue and ran inventory diagnostics to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: hackensack meridian health mountainside medical center

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.